Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap was partially fractured distal to glue zone; the fiber was fractured at the bevel edge; the distal end of the glass cap was not returned; the fiber was blackened along 3 mm from the fracture point; the heat shrink tube was completely melted along 2.5 mm from the open end location. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the fiber broke after 8 minutes of use. No additional information provided. Patient outcome: "no damages to the patient" reported.